Manufacturer narrative:
The actual sample was received and evaluated. There was one used sample received with no packaging and appears in generally clean condition. The catheter is detached from the cone adapter. The components were viewed under uv light. There is visible evidence of application of adhesive with optical brightener. There is inconsistent coverage of adhesive seen on the components. The device history record for the lot number, m5279t607, involved in this complaint was reviewed and the material was produced according to the manufacturing procedures and met the quality requirements. Halyard health has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the halyard health complaint database and identified as complaint (B)(4).

Manufacturer narrative:
(B)(4). UDI # unknown. The actual complaint product was not returned for evaluation. A review of the device history record is in-progress. Upon completion of the investigation; a follow-up report will be filed. Halyard health has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the halyard health complaint database and identified as complaint (B)(4). Device not returned.

Event description:
A report was received stating that the closed suction catheter was in use when the catheter detached from the sleeve of the device and fell into the patient's endotracheal tube. There was no patient harm, but forceps were used to remove the catheter from the endotracheal tube. The catheter was in use for one day and it was reported the devices were typically changed out every other day. No additional information was provided in regards to the patient's status.